Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The impl tapered scr-v sbm 4. 7mm 4.5mm 13mm (tsvwb13) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The patient experience report (per) indicates the patient has a history of bruxism. The reported device was in use for approximately 14 years prior to the event date. Pictures or x-ray images were not provided. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: tapered screw-vent® implant system 5161, rev. 3/12. & instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 7-01/16; breakage. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that there was a fracture of the implant shoulder. Based on the evaluation performed and no return of the reported product, the complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report d4: expiration date g4: date received by manufacturer g7: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes h10: additional narrative

Manufacturer narrative:
(B)(4). Weight unknown / not provided. Email address unknown / not provided. Additional PMA/510(k) number - k011028 / k013227. Product will not be returned by the customer.

Event description:
It was reported that the (B)(4) implant fractured in the patient's mouth. The patient decided the implant will not be removed.